Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), fear ("wreck/ scared") and anger ("angry"). The patient was treated with surgery. At the time of the report, the medical device removal, fear and anger outcome was unknown. The reporter considered anger, fear and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: anger, fear and medical device removal. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), fear ("wreck/ scared") and anger ("angry"). The patient was treated with surgery. At the time of the report, the medical device removal, fear and anger outcome was unknown. The reporter considered anger, fear and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: anger, fear and medical device removal. Most recent follow-up information incorporated above includes: on 6-jul-2018: case deletion confirmation incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.